Manufacturer narrative:
E1: patient country: slovenianame: (B)(6)street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issues event on (B)(6) 2026 where tape was not sticking.